Event description:
Reporter indicated that vns patient had passed away in hospital emergency room. Certificate of death lists seizure disorder as the immediate cause of death. No autopsy was performed. There is no evidence at this time that the ncp system caused or contributed to the reported event. Report is incomplete because treating neurologist did not respond completely to manufacturer's request for additional information. The ncp system was not explanted prior to burial.